Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot (B)(4), ubd: 15-feb-2019, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and consumer via a company representative regarding a patient who was receiving morphine with concentration 10 mg/ml at a dose rate of 1.5 mg/day via an implantable pump for an unknown indication of use. It was reported that the patient stated in pre-op that she had some increase in pain return for the past month or so. The date (B)(6) 2018 is considered an approximate date of event (year known only). Her pain management physician referred her to a physician for a catheter revision. As per the physician, the pain management physician was unable to aspirate from the catheter access port (cap). It was indicated that absolute dates of this were unknown and that the patient was a poor historian. On (B)(6) 2018, the patient was placed lateral in the operating room (or) and they attempted to access cap without success. The physician then opened the spinal incision and made the decision to replace catheter after no cerebrospinal fluid (csf) was seen after cutting distal to anchor. After several attempts to place the catheter without obtaining csf, the physician made the decision to just explant entire system and come back at another time. The device was to be replaced in the future. It was noted that there were no known environmental/external/patient factors that may have led or contributed to the issue. The physician was to discuss with pain management and come up with oral regimen to cover the patient. The hcp was notified that the product should be returned; however, the explanted catheter would not be returned to the manufacturer as it was discarded by the hcp. The issue was noted as having been resolved at the time of the event. The event occurred during normal use. The patient was without injury regarding their status at the time of the report. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The patient¿s weight was unknown at the time of the report. The patient¿s medical history was requested but was unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The patient¿s weight was not available to them at the time of surgery. The healthcare provider had discarded the pump.